Event description:
As stated by the customer (B)(6) 2012: as reported - text from (B)(6) form: patient on hoist/chair section of bath system with integrated hoist. Chair section detached from hoisting section. Patient and chair collapsed to floor. Laceration to patient's forehead (right side). Tape sutures and dressing applied. X-ray of head and hip performed. Nominated investigator to attend site to complete idf and take supporting photos.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(6) on behalf of the manufacturer arjo hospital equipment (B)(4). Manufacturer complaint number: (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.